Event description:
The rptr did back to back blood glucose tests, with results of 27 and 7 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to lack of supplies. On followup, the rptr had done a control solution test that was within range, and states that rptr realized rptr may not have waited long enough for the confirmation dot on the test strip to turn blue before inserting into meter. Rptr retested checking confirmation dot, and had a result of 130 mg/dl. No harm was alleged.